Event description:
Erysipelas was suspected [erysipelas]. Large hematoma [haematoma]. Fever [pyrexia]. Inferior limb edema worsened [oedema peripheral]. Popliteal cyst rupture characterized by calf pain and calf swelling [synovial rupture]. C-reactive protein was increased [c-reactive protein increased]. Knee pain [arthralgia]. Effusion at right knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a rheumatologist regarding a (B)(6) female pt, initials (B)(6), with gonarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g f 20) injection, 6 ml, once in an unspecified knee under x-ray control imaging. The synvisc one lot number was not provided. On (B)(6) 2012, the pt experienced knee pain and mild effusion. No arthrocentesis was performed and brexin (piroxicam betadex) was prescribed. It was reported on (B)(6) 2012, the event of knee pain and mild effusion had clearly improved. On (B)(6) 2012, the pt experienced popliteal cyst rupture characterized by calf pain and calf swelling. A doppler ultrasound examination was performed which excluded thrombophlebitis and popliteal cyst rupture was diagnosed. No action was taken with synvisc one. The outcome for the events of knee pain and mild effusion was not yet recovered and the outcome for the event of popliteal cyst rupture was not provided. Concomitant medications were not provided. The intensity for the event of mild effusion was mild and the intensity for the events of knee pain and popliteal cyst rupture was not provided. The reporting physician did not provide the relationship between synvisc one and all of the events. Additional info was received on 22-mar-2012 from the rheumatologist which upgraded the case to serious. It was reported that the pt had gonarthritis of degenerative etiology (grade one) in right knee. The pt's medical history was significant for crohn's disease, lumbago, sciatica, vertebral disc herniation surgery (2003), lumbar osteoarthritis, previous use of non-steroidal anti inflammatory drugs and adant. No arthrocentesis was performed prior to synvisc one injection because knee was described as being "dry." It was reported that synvisc one was at room temp on injection and was injected by anterior route. On (B)(6) 2012, ultrasound examination was performed which showed popliteal cyst rupture, thrombophlebitis was ruled out. On (B)(6) 2012, the pt experienced "inferior limb edema worsened". On (B)(6) 2012, the pt developed fever. On an unspecified date, the pt "c-reactive protein (crp) was increased at 90 mg/l" and pt experienced large hematoma, "erysipelas was suspected" and the pt was hospitalized. The pt was discharged from hosp after five days. The event of large hematoma and "erysipelas was suspected" was assessed as medically significant. On (B)(6) 2012, the event of popliteal cyst rupture characterized by calf pain and calf swelling, fever, "crp was increased", large hematoma, "erysipelas was suspected", "inferior limb edema was worsened" and effusion of right knee was recovered. On (B)(6) 2012, the event of knee pain was recovered. Concomitant medications included sulfasalazine, piroxicam, tramadol, piascledine (glycine max seed oil, persea americana), aliskiren and flunarizine. The intensity for the events of knee pain, popliteal cyst rupture characterized by calf pain and calf swelling and effusion of right knee was assessed as severe. The intensity for the events of fever, "crp was increased," large hematoma, "erysipelas was suspected" and "inferior limb edema was worsened" was not provided. The reporting physician assessed the relationship between synvisc one and the events of knee pain, popliteal cyst rupture characterized by calf pain and calf swelling and effusion of right knee as definite. The reporting physician did not provide the relationship between synvisc one and the events of fever, "crp was increased," large hematoma, "erysipelas was suspected" and "inferior limb edema was worsened."

Manufacturer narrative:
Eval summary: additional info was received on (B)(4) 2012 in the form of qa (quality assurance). Investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.